Event description:
It was reported that during an endoscopic support specialist (ess) refresher reprocessing in-service, cleaning procedures outlined in the olympus reprocessing manual were reviewed for the bf-uc180f (evis exera ii ultrasonic bronchofibervideoscope). The following device-specific deviation was identified during the in-service: the balloon channel was not being aspirated as required during the pre-cleaning process. The correct reprocessing method was demonstrated to the attending staff, and the appropriate corrective measures will be implemented going forward. General observations (all scopes): detergent was occasionally being introduced into the sink during leak testing. It was reinforced that leak testing must always be conducted in fresh, clean water with no detergent present. Additionally, undiluted detergent was sometimes being dispensed onto stacked lint-free cloths and utilized throughout the day. The correct practice ¿ placing clean cloths into the sink with properly diluted detergent prior to scope wiping ¿ was demonstrated to the staff. All reprocessing deviations were reviewed with the customer. Correct methods were demonstrated and confirmed, and the necessary corrections have been implemented to prevent recurrence going forward. There was no report of patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.